Manufacturer narrative:
Unit passed displacement test. However, unit alarmed compromised force sensor during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners and battery tube threads. Unit received with corroded battery tube. (B)(4)

Event description:
It was reported that the customer received a compromised force sensor system alarm during manual prime. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.